Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
It was reported that the pacemaker was explanted due to infection.